Event description:
The customer complained blood leak during treatment. The pt did not exhibit any symptoms, and no medical intervention was required. The treatment was resumed on another machine and the pt completed the treatment with no further incident. The blood loss was 270 ml.